Event description:
The customer reported that the pump experienced an unexpected shutdown. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting for these issues.